Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported event. The system was then tested and met all product specs. Unrelated to the reported event, preventative maintenance (pm) was also performed. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A biomedical rep reported that a surgeon experienced surges and air bubbles from the system during a procedure. The procedure was completed with no impact to the pt.